Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high rv coil to superior vena cava (svc) coil and rv coil to can impedance. The impedance was measured greater than 200 ohms. It was noted that it was suspected that the device set screws were not screwed well. A procedure was scheduled to check the lead and it remains in use. No patient complications have been reported as a result of this event.